Manufacturer narrative:
Patient¿s weight were not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Technical services reviewed the submitted log file and captured a no external power event on (B)(6) 2018. This was due to the mobile power unit (mpu) ac power cord coming loose. There was no interruption in pump support to the patient during this event. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was nov 6, 2018.

Manufacturer narrative:
Although the evaluation of the submitted log files confirmed a no external power event on (B)(6) 2018, a specific cause for this event could not be conclusively determined through this evaluation. The submitted controller event log file captured one no external power event on (B)(6) 2018 at 05:19:58 am while the patient was connected to an mpu. The voltage levels suggest that the power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller¿s backup battery appeared to properly power the pump during this event. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The account communicated that the patient was using mpu-23237. This mpu was not returned for investigation and the device history records indicate that mpu-23237 was not manufactured with the v-lock ac power cord; however, the account noted that the patient uses a v-lock ac power cord. The patient acknowledged that his wall plug was faulty and planned to replace it. No heartmate products were replaced. There were no adverse impacts to the patient, and the alarms resolved. The patient remains ongoing and no further related issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.